Event description:
Boston scientific crm received information that this right atrial lead was explanted due to an infected pocket. No adverse pt effects have been reported. A request has been made for the lead to be returned. No additional information is available. Should any additional information become available, this event will be updated.